Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. Investigation of the needle mechanism found the linkage assembly, specifically the linkage assembly tab, to be damaged, resulting in the de-coupling of the mechanism spring to the linkage assembly. This damage resulted in the cannula failing to deploy.